Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 11 events were reported for this quarter. 11 devices were received for evaluation. 4 events were confirmed during testing; however, the device was found to be within specifications. 7 device evaluations are in progress. 4 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 previously reported events are included in this follow-up record.   Product return status: 7 devices were received for evaluation. Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by a worn driveshaft and rotor coupling. 1 device was found to be affected by a stuck bearing. 3 reported events were not confirmed during testing; the devices were found to be within specifications. 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.